Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the patient underwent removal surgery due to adjacent level breakdown at t7-s2 illiac. Intra-op, tip of the screwdriver broke during re-implantation of new hardware in the levels from previous operation. No any fragments of the product remained in the patient. There were no any patient symptoms or complications as a result of this event.

Manufacturer narrative:
Product analysis result: visual functional dimensional hardness visual and functional inspection confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. Additionally, the assembly attachment pin to the internal bushing has been broken. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.